Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, it was noted that there were two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. The lead was not fully inserted into the device.

Event description:
It was reported that the patient presented to the hospital after the atrial lead triggered a patient alert. The impedance had risenfrom 400 to 3000 ohms and the lead threshold was varying. It was also noted that there was noise on the lead when the patient movedthe left arm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.